Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, there was a loading error, folding issue and the lens was stuck in the cartridge. There was a patient contact with the tip of the cartridge. The lens was not inserted. There was no patient harm.